Event description:
It was reported that during an unknown procedure the trocar was leaking. It is unknown if there was a device inserted when the leaking occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? Asku. Were any noises heard such as "whistling" or "hissing"? Asku. If so, did the "noise" prevent insufflation? Asku. Was there a drop in pressure? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? Asku. Was any torque being applied to the trocar or device? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.